Manufacturer narrative:
Findings: pump alarmed no delivery during the excessive no delivery test and pump seats unexpectedly during the displacement test due to faulty force sensor (gold).unable to perform basic occlusion test, occlusion test, prime test due to excessive no delivery alarm anomaly. All operating currents are within specification. Off no power alarm functions properly. Pump passed self-test and unexpected restart error test pump received with minor scratched display window, cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm during manual prime customer's blood glucose at time of incident was 164 mg/dl. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. The customer was advised to rewind pump, place reservoir in pump and run manual prime to at least 5.0 units. The customer stated the pump alarm no delivery. The customer was advised to revert to backup plan and pump will be replaced.